Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of pull wire broken. Investigation results: analysis of the returned rx cytology brush revealed the catheter was cut or separated from the heat shrink. The working length which includes catheter and pull wire had been bent at multiple locations; however, the distal tip of the catheter was undamaged and otherwise without issue. The handle cannula had been bent from the thumb ring. Functional evaluation could not be performed due to the device condition. Device handle was disassembled and assessment found the pull wire had been broken from the hypotube. The evaluation concluded that the condition of the returned device was not confirmed functionally with the reported issue that the brush was difficult to extend due to device condition. The event was most likely caused by some aspect of tortuous anatomy or other operational aspect of the procedure which restricted the pull wire¿s ability to move freely within the catheter. Attempts to extend and retract the brush with pull wire movement restricted likely resulted in bent handle hypotube and broken wire on the returned device. Therefore, the most probably root cause for this event is determined to be operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the pancreatic duct during a paratripsis procedure performed on (B)(6) 2016. According to the complainant, during the procedure, they attempted to extend the brush out of the sheath however, resistance was encountered. The brush was used continuously then, they noticed that the wire next to the orange thumb ring bent. The catheter was cut by the customer and removed from the scope. The procedure was completed with the same brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; pull wire broken.